Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became hypotensive and required medication administration to help stabilize the patient. After the valve was implanted and the temporary pacemaker was turned off, the patient was in complete heart block (chb). The temporary pacemaker was turned back on and the patient was monitored until a permanent pacemaker was implanted later that day. The patient recovered and was monitored. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).